Manufacturer narrative:
Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 1.1, ref: 1.9, mean: 1.5, confidence limits: (1.1 - 1.9). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. (B)(4). Due to this low occurence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, inratio: 1.1, lab: 1.9. Time between the two readings is unknown. Therapeutic range is unknown though caller thinks it may be approximately 2.0.